Event description:
It was reported that a user of the ilet experienced high blood glucose while unable to replace an infusion set due to running out of supplies and transitioned to subcutaneous insulin pens as backup therapy after disconnecting from the device. Symptoms included hyperglycemia with a reported blood glucose of 275 mg/dl and no associated clinical symptoms. Outcomes included the need for troubleshooting support and shipment of goodwill supplies. Investigation included customer counseling on backup therapy use and guidance to space long-acting insulin by at least 12 hours and rapid-acting insulin by at least 3 hours before reconnecting to the ilet. Investigation of this case revealed an unclear cause of the hyperglycemia. It was concluded that the event was user-managed with education provided and supplies sent; a device-related malfunction was not confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.